Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure: gastric bypass. According to the reporter: the staples did not form correctly and the staple line opened. Surgery was converted to open and concluded with a new stapler.